Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge also passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The reported issue with the cartridge was not duplicated during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a leaking issue at the needle housing of infusion sets. Insulin reportedly was found prior to the site around the housing but not at the site. There was reportedly no evidence of a loose connection or misuse identified. The patient reportedly experienced a blood glucose (bg) measurement of 535mg/dl with extreme thirst. This complaint is being reported because the patient experienced an adverse event; the cartridges were returned and investigated by product analysis on 08/11/2015 with no defects were found with the device.

Manufacturer narrative:
.